Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an events with an infusion set where she forgot to remove the needle guard when inserting her infusion set and had to remove it. The set was used for 3 minutes. Patient's blood glucose level at the time of event was 200 mg/dl so patient replaced infusion set and resumed insulin deliveries successfully. No further information available.